Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality assurance laboratory, visual inspection of the returned complaint device revealed the device handle and tip-retrieval mechanism were intact. Delamination was observed over the nitinol reinforcing frame along the proximal end and the distal side of the capsule. Functional analysis showed the deployment knob would retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The complaint device was received with the capsule fully opened and the end cap/screw gear snap fit connected. The inner member with the nosecone was received detached from the complaint device. The inner member was separated from the device slightly distal to the spindle hub. The inner member was separated from the device; therefore, the reported event was confirmed. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at the time of valve deployment, the distal nose cone of the delivery catheter system (dcs) became detached into the "wing". The dcs was removed from the body. The dcs and valve were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The subject dcs was returned to medtronic for analysis. The dcs was received with the nosecone detached from the dcs, confirming the reported event. The inner member was separated from the dcs slightly distal to the spindle hub. This indicates that the reported nosecone separation was due to an inner member shaft break. Historically, inner member shaft damage and a subsequent break is caused by manipulation (twisting and/or bending) of the dcs by the user or is related to excessive forces applied on the system during advancement, tracking or positioning. In this case, a cause of the inner member shaft break was unable to be determined given the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.